Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on aug 22, with lot number 2796754. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported, capsular contracture, baker grade IV. The device has been explanted. This record relates to the left side.